Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads and cracked case at the reservoir tube window corner. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery and reservoir compartment was breaking apart. It was also reported that buttons were responding intermittently. Customer's blood glucose was 14.1mmol/l. Insulin pump would need to be replaced.